Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align urethral support system and align urethral support system were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Per additional information received, the patient has experienced urinary tract infection, isolated with cystitis, dysuria, frequency, hematuria, bacterial vaginosis and/or yeast vaginitis, generalized suprapubic tenderness, hypothyroidism, smoking, leakage, discomfort, irritation and pain.

Event description:
Per additional information received the patient has experienced bright red blood passed per vagina, occasional urge symptoms, unspecified pain, unspecified urinary problem, and ¿recurrence.¿